Event description:
The customer is questioning the out of range low quality control potassium levels received while using the clinical chemistry serum ict calibrator. This issue occurred on the aeroset analyzer. There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.